Manufacturer narrative:
Insulin pump trace download analysis confirmed the pump alarmed power error 25 alarm. The adapt confirmed power error 25 alarm was triggered when the backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance j6 /pcb 1. After disconnecting and reconnecting the internal battery connector on j6/pcb 1, the pump was monitored and functioned properly. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had power error was occurred. Customer stated that the insulin pump was not exposed to a high magnetic field. Customer was able to clear the alarm. Customer was rewind the insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.